Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced alarms while on the system controller. When the black power lead was manipulated, intermittent alarms occurred. The hospital staff exchanged the system controller and the issue was resolved. The pt remains ongoing.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event of an alarm occurring when the black power lead was manipulated was confirmed during analysis. During functional testing, atypical alarms with motor speed interruption occurred when the black power lead was manipulated at the connector end. Upon further eval, the black power lead was found to have a compromised brown conductor (battery fuel gauge line) at the connector end. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice 29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.